Event description:
It was reported that the patient with this pacemaker system experienced an infection. Also, this right ventricular (rv) lead had dislodged. Subsequently, the rv lead was explanted. No additional adverse patient effects were reported.